Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was reported that no delivery alarms were present in alarm history, however, no other alarms were present. Troubleshooting performed and pump appeared to be operating as designed.